Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump fell on the concrete floor and it was demolished. The insulin pump was not working. The side that holds the button was off and wires were hanging out. The lcd screen was damaged as well. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump had no blank display noted. The pump also had minor scratches on the display window and a cracked reservoir tube lip. No damage on the belt clip slot noted. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the missing segments.